Manufacturer narrative:
The complaint related device was returned for analysis on 19/feb/2019. Based on a visual inspection, the device was observed to be ripped where sutured. The internal investigation into lot sp200027 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot, no related processing deviations and 3 unrelated nonconformances. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria including mechanical testing. As of 28/feb/2019, of the (B)(4) devices released to finished goods for lot sp200027, (B)(4) have been distributed including (B)(4) reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported the surgeon was suturing the strattice in on the initial surgery on 11-24 and the mesh ripped on the right side. Physician said they continued to use the same piece of mesh and sutured it in the rest of the way and sutured over the ripped part of the mesh. Physician brought the patient back on 11-25 and said when the patient opened back up the left side of the mesh all the sutures had ripped through and physician explanted the mesh. Physician left the patient open and applied an abthera wound vac. The patient had to return to surgery for wash out and abdominal wall closure with wound vac placement on 11-28.